Event description:
Hill-rom received a report from the account stating the head section raised with pt's in bed without activating any controls (self-run). The bed was located at the account in bed repair. There was no pt user injury reported. (B)(4).

Manufacturer narrative:
The technician found right intermediate siderail label was damaged and partially peeled, and the adhesive was stuck to the head up button control, causing the head section to raise. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the label to resolve the issue. Based on this info no further action is required.